Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). Batch # l55f1t. Additional information requested and received: when the device locked, did the device deliver any staples? The device locked and didn¿t fire. If yes, were the staples formed properly? The device didn¿t fire. If yes, was the staple line complete? The device didn¿t fire. When the device locked, did the device cut? The device locked and didn¿t cut. If yes, was the cut line complete? The device didn¿t cut. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? The device locked with the jaw closed and it was not possible to fire the product. As it was in the thoracic vein, it was advised to open the device and discard the load to avoid that the vein was cut without staple it once it was a vascular load. The device was unlocked and a new load was used. This new load staple the vein without any problems. Was the device locked on tissue with the jaws closed? Yes. Please see above. If yes, how was the device removed? Please see above. If yes, did the jaws eventually open? Please see above. The analysis results found that the tr45w reload was received partially fired 1/10 and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No further functional test could be performed due to the condition of the returned reload.

Event description:
It was reported that during a segmentectomy procedure, the device locked with the white load when the surgeon tried to staple the thoracic vein. Another like reload was used to complete the procedure. There were no adverse consequences for the patient.